Manufacturer narrative:
Unit paired successfully to commercial app. Inpen received with leadscrew fully rewound. Inpen passed front cap investigation. The leadscrew was received 1/2 it's travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy test. Performed leak test and no delivery anomaly was noted. In conclusion: inpen received with no physical damage to injection foot. Inpen received working as design. No mechanical/physical malfunctions noted during testing that could affect insulin delivery. Therefore, the customer concern of injection foot being damaged could not be confirmed. No delivery anomaly was noted. Inpen working as designed therefore, the customer concern of delivery anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported injection foot is damaged and inpen is no longer delivering insulin. The event involved mmt-105elgyw1. Troubleshooting was performed and understood that no insulin is delivered. No harm requiring medical intervention was reported. The customer will stop using the device and was told to revert to the backup plan according to healthcare professional instructions. Product return is required for mmt-105elgyw1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant; information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated, are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.